Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the power port isp m.r.I., 8fr groshong. During the procedure, the device allegedly leaked at the tip of the catheter when water is passed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete diagonal break was noted on the proximal end of the catheter segment. The catheter segment measured approximately 29.6cm in length. A partial compound break was noted approximately 10.3cm from the proximal end of the catheter segment. The edges of the complete diagonal break on the proximal end of the catheter segment were noted to be jagged. The surface was noted to be granular on both regions. The edges of the partial compound break on the catheter segment were noted to be uneven. The surface was noted to be granular in both regions. Upon infusion, a leak from the partial compound break was observed while water exited the distal end. Therefore, the investigation is confirmed for the reported leak and identified fracture and material separation issues. However, the investigation is unconfirmed for the reported hole issue as the more specific fracture was identified during investigation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h4, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent a port procedure using the MRI powerport isp. During the procedure, noted that there was a pinhole in the catheter. Reportedly the device allegedly leaked. There was no reported patient injury.